Manufacturer narrative:
The insulin pump was received with operating currents within specifications. The insulin pump passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump powered up properly after battery installation and no failed battery test noted. No noise anomaly noted. The insulin pump had minor scratches on the lcd window and stripped battery cap threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the battery cap did not fit properly, the device was making a noise, and a failed battery test alarm occurred. The customer's blood glucose reading was unknown. The customer went through troubleshooting. Customer was advised to revert to a back-up plan and that the device would be replaced, and to return their device for analysis.